Event description:
It was reported that during the night, the pump shut down due to insufficient battery power, which had not been addressed by charging the device. The customer's blood glucose level was impacted (elevated). The customer plugged the pump into a power source and was able to resume insulin delivery.

Manufacturer narrative:
The t:slim pump user guide instructs the user to periodically check the battery level indicator, charge the pump for a short period of time every day (10-15 minutes), and avoid frequent full discharged. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.